Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
Contours are not handled correctly if the CT dataset contains slices with dicom z coordinates of xx.x50mm. If the CT data contain slices that occur at positions of xx.x50mm, there can be portions of the volume where there is a mismatch between the contour graphics shown on the screen and the contour data used during the optimization and calculation of dose. Based on the available information there has been no actual mistreatment.